Event description:
The customer reported that 5 days after insertion of the catheter, observed skin irritation and hyperemia. The catheter was removed on (B)(6).

Manufacturer narrative:
The sample was received on 03/23/2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).